Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead the physician had difficulty fully advancing the stylet into the lead. It was also noted that the patient had very tortuous anatomy. The lead was removed from the patient and another lead was successfully implanted. No patient complications have been reported as a result of this event.